Event description:
Upon use of the dermatome in the left upper thigh of the pt, resistance was met. Physician tried again with dermatome. Upon examining the wound after using the dermatome, large deep defect measuring 2 cm x 6 cm x 2 mm deep noted.